Event description:
Dr (B)(6) did knee 3 years ago. Said would last 15 to 20 years. It didn't. Dr (B)(6) did knee this time. Knee was fine up until about 3 to 6 months ago. It started acting up and about 2 months ago it seemed loose or bent and then the pain started about 1 month ago I woke up and I could hardly walk on it. I used a crutch to help get around then 4 days went by and it started feeling better. Because I didn't do anything but put foot up and rest it. I could walk on it with a limp for a 2 of days then the pain came back, sharp pain when I put weight on it. The pain would come and go depending if I walked or not. I finally called dr (B)(6) and got an appointment with him. He took an MRI and said it was bad, looked like blue let loose on one side and it was bent inward 25 degrees or so. He set up an appointment for surgery. Then had a physical with b.p. Dr (B)(6) my b.p. And then had surgery on (B)(6) 2013 at (B)(6) hosp. I told him I wanted old knee I paid for it. And he gave it back to me and I cannot believe what it looked like. Cracked and broken in 5 pieces. He said it came apart. He called it mechanical loosening of prosthetic joint. But it was broken apart with sharp edges my knee was bent inward. Now wonder there was a lot of pain. I thought it would last 20 years not 3 years. And I don't do much because of neuropathy of feet. I had hodgkins lymphoma stage 2. They took out a baseball size tumor and "brouon" groin. It put hole in stomach and ruined one kidney, the right one. Went through 6 months chemotherapy at (B)(6) with dr (B)(6). She said I was still cancer free or I should say my lymph nodes were not growing - 5 years free. So I don't have to see her any more unless I get sick again or cancer shows up and grows. But she's sorry to say my nerve endings in feet are ruined forever. Cannot fell feet on bottom and hurt to have to be on medication.